Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2025 using a 10f amplatzer trevisio intravascular delivery system to treat a atrial septal defect (asd). The asd diameter was measured as 11x23mm under transesophageal echocardiogram (tee) and 23mm with a sizing balloon. During implant the occluder took on a cobra head shape. The occluder was re-captured and re-deployed with the same results. The occluder was re-captured and re-deployed for a third time and still formed a cobra head shape. There were no interactions with cardiac structures. The occluder was not released from the delivery cable. The occluder was removed from the patient and re-deployed outside of the patient, still taking on a cobra head shape. A new 24mm amplatzer septal occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There were no angulations or kinks noted on the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two images were received from the field, one image showing the distal disc of occluder was partially deployed taking a cobra shape outside the patient. The second image was taken from imaging, showing the device when partially deployed through the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. "Please note that per the instruction for use (IFU) the recommended sheath size to be used with 24mm amplatzer septal occluder is 9f."

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2025 using a 10f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). The asd diameter was measured as 11x23mm under transesophageal echocardiogram (tee) and 23mm with a sizing balloon. During implant the occluder took on a cobra head shape. The occluder was re-captured and re-deployed with the same results. The occluder was re-captured and re-deployed for a third time and still formed a cobra head shape. There were no interactions with cardiac structures. The occluder was not released from the delivery cable. The occluder was removed from the patient and re-deployed outside of the patient, still taking on a cobra head shape. A new 24mm amplatzer septal occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There were no angulations or kinks noted on the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.